Event description:
I am a type 1 diabetic dependent on an omnipod insulin pump and a dexcom continuous glucose monitor (cgm). This morning, my smartphone (iphone 13 pro max) reached its storage capacity. Without prior warning or user authorization, the ios operating system automatically deleted (offloaded) both the omnipod and dexcom applications to free up space. Impact: because these apps serve as the primary controller and monitoring interface for my medical devices: loss of therapy: the deletion of the omnipod app resulted in an immediate cessation of insulin delivery and pump control. Loss of monitoring: the deletion of the dexcom app resulted in a total loss of real-time glucose monitoring and life-saving hypoglycemic/hyperglycemic alerts. Data loss: local data and system configurations were lost, requiring a full system re-initialization. Safety concern: this is a life-threatening system failure. The smartphone's operating system failed to prioritize regulated medical device software over non-essential applications (e.g., games/social media). The "offload unused apps" or automated storage cleanup features did not recognize these apps as high-priority medical tools, leading to an abrupt termination of critical care. Action requested: I am requesting that the FDA investigate how mobile operating systems interact with "software as a medical device" (samd). There must be safeguards to prevent the automated deletion or offloading of regulated medical apps by the os, regardless of storage constraints. Pt: 2329. Device: 3023, 4032, 2903. Ref: mw5188127.